Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to a blood glucose level of 291 mg/dl and high ketones. The customer was treated with intravenous saline and insulin. The customer was released from the hospital on (B)(6) 2023 with no permanent damage. The cause for the reported issue was unknown. The customer continued to use the pump for insulin therapy.